Event description:
Healthcare professional reported that a patient was injected in the nasolabial folds and ¿bitterness¿ with 1 ml of juvéderm® voluma® with lidocaine and in the fine lines with 1.5 m of juvéderm® volift® with lidocaine. The patient developed ¿huge, bluish nodules and edema¿ at the injection sites 2 months later. The patient had truncal anesthesia for tooth care, and 2 days later, the patient was treated with coritcotherapy for 3 days. The patient¿s skin improved but ¿multiple and bulky nodules¿ were felt on the nasolabial folds with ¿bitterness¿ and the appearance of ¿granulomas.¿ the patient was treated with prednisolone for 10 days, 30mg per day. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.